Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.75 x 12 mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with cardiovascular symptoms and epistaxis. It is unknown what treatment was performed. The final patient outcome is unknown; the patient was discharged to a nursing home. No additional information was provided.